Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a handle wold not retain the mating driver during surgery. This was found by the scrub tech who then used another handle with the driver before handing the instruments to the surgeon so there were no patient impacts.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned ratchet handle was evaluated. The device was found to be unable to attach to the associated driver because the handle was missing a stainless steel ball bearing. It is likely that use of the device over time eventually caused the adhesive to fail, allowing the collar to disassemble at some point during the device's lifetime. Once disassembled, the stainless steel ball then fell out unknowingly before being reassembled making the device unable to mate with the shaft. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a handle wold not retain the mating driver during surgery. This was found by the scrub tech who then used another handle with the driver before handing the instruments to the surgeon so there were no patient impacts.